Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that he had never had issues with the interstim system, but he was sitting on the couch watching tv in front of the coffee table when he suddenly started to have extraordinary pain down his left leg. The patient stated the sensation almost made his left foot feel like it curved in and he could not stand up. The patient used the patient programmer to lower amplitude from 2.6 to 0.0 v and turned the implantable neurostimulator (ins) off, which resolved the pain issue within minutes. The patient stated that he was reprogrammed about a week and a half prior to this occurrence where they enable on/off cycling of the therapy. The patient had not turned stimulation on since it had occurred. The patient noted there were no falls or trauma that could be related to the issue. The patient noted he had an x-ray of his knee at the end of (B)(6) 2017. The patient noted the x-ray was for other issue unrelated to the interstim system, including arthritis behind his kneecap. The patient planned to try turning stimulation back on and up slowly. The patient may change programs if the issue reoccurs. The patient planned to document changes and would bring this information to his managing healthcare professional (hcp). The patient planned to follow up with the hcp about the pain and foot curving sensation that kept him from standing. It was noted this was sudden in on set. The patient the pain happened around (B)(6) around midnight. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.